Manufacturer narrative:
Therapy date ¿ this event occurred on an unspecified date in (B)(6) 2018. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set ¿disconnected from one of the connections¿ (not further specified) during a bolus infusion, leading to a leak. The set was being used with a baxter infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that the tubing was separated from the y-site. Dimensional measurement testing was also performed on the tubing and y-site with no issues noted. It was noted that the insertion of the tubing to the y-site did not meet specifications. The reported condition was verified. The cause of the reported condition was an incorrect assembly of components. Should additional relevant information become available, a supplemental report will be submitted.